Event description:
The event was reported to integra by the user facility on medwatch (B)(4). During a laminotomy, foraminotomy, and cervical fusion c4-c5 with instrumentation, the pt was positioned on a jackson table by the neurosurgeon, anesthesia, and operating room staff. The mayfield headrest was applied using cone pins. One pin pulled away from pt's head during positioning, causing a 2 cm laceration to the left temporal side of the pt's head. The laceration required staple closure. The pt was transferred to the recovery room postoperatively, then to the orthopedic unit where she remained until her discharge (B)(6) 2009. There was no device-related permanent disability to the pt related to this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.